Manufacturer narrative:
The device (part# cev605g) was evaluated and indicated that one of the mobile blades was broken in front. There was corrosion at the breakage site. The blades showed significant signs of impact. The black plastic skirting was damaged and showed signs of impact, likely from the forceps. The instrument showed multiple signs of shock (blades/skirting) and was probably subjected to abnormal use (attempt to disassemble it with pliers). The break was probably due to a shock and weakening of the instrument after repeated shocks during use or reprocessing. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).

Event description:
The device (part#: cev605g) was returned to mxi service and repair.